Event description:
Reporter alleged obtaining a discrepant blood glucose result of about 500 mg/dl back to back with a result of about 195 mg/dl on the advantage sys when testing was performed less than 10 minutes apart. Reporter indicated that he was experiencing some hyperglycemic symptoms during the time of testing. Reporter stated that he self-treated by drinking water. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of suspect device and replacement prod was sent. Reporter stated that he no longer has the strips he was using and so no prod will be returned for eval.